Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while attempting to advance a ruby coil through a px slim microcatheter (px slim), the physician experienced friction around the distal part of the px slim and the ruby coil would not advance. Therefore, it was removed. The physician then attempted to advance a new ruby coil through the px slim; however, friction was encountered again and the ruby coil became stuck. While attempting to retract the ruby coil, it unintentionally detached from its pusher assembly in the px slim. The physician then removed the px slim with the detached coil inside. The procedure was completed using additional ruby coils and another microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the second ruby coil¿s pusher assembly. The pusher assembly and introducer sheath were kinked in multiple locations. The pusher assembly was fractured approximately 5.0 and 10.0 cm from the proximal end. The embolization coil was detached from the pusher assembly. Conclusion: evaluation of the returned devices revealed extensive damage to both pusher assemblies and introducer sheaths that was likely due to return packaging conditions. The observed damage prevented the ruby coils from being functionally tested. Due to the damage likely incurred from the return packaging conditions and since the px slim mentioned in the complaint was not returned for evaluation, the root cause of the friction encountered during the procedure could not be determined. Further evaluation revealed the embolization coil was detached from the second ruby coil¿s pusher assembly. Pusher assembly fracture may allow the pull wire to retract out of the distal detachment tip (ddt), which would allow the proximal constraint sphere component of the embolization coil to detach from the pusher assembly. Since the pusher assembly was fractured due to return packaging conditions, and since the embolization coil was not returned for evaluation, the root cause of the unintentional detachment experienced during the procedure could not be determined. The px slim mentioned in the complaint were not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00147; 3005168196-2017-00148.